Manufacturer narrative:
After installing a new battery, the display was frozen with a full segment black display. Unable to perform functional tests due to the full segment display. No blank display or audio alarm/noise anomalies were noted.

Event description:
It was reported that the insulin pump made a loud, screeching sound that was followed by a blank screen. Troubleshooting was performed, and the screen remained blank. Advised the mother that the insulin pump would be replaced. Nothing further was reported.